Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient had an egv of 60 mg/dl while the bg was 400 mg/dl. The patient was diaphoretic and the spouse called an ambulance. Paramedics came and transported the patient to the hospital. The bg by ems was 598 mg/dl and the egv at that moment was not documented. Paramedics gave him an IV saline solution and the patient did not remember the content of the IV that was given to him. When the patient got to the emergency room, the patient said he was kept on IV intake for 2 days until his blood glucose became lower than 300 mg/dl, the patient was discharged when the patient was below 300 mg/dl by the time he was released. The patient did not recall the value of the bg meter reading taken by the nurse anymore. The patient was doing fine at the time of call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.